Event description:
It has been reported to the co that during the procedure as the physician attempted to engage this device, a disseciton of the right coronary artery reportedly occurred. No further event or patient information was available at the time of this report. The device is not being returned for evaluation as it has been discarded by the hospital.